Event description:
Reportedly, the device draws air while priming or draws fluid/blood during cardiac output measurement cycles. Air was also reported during cardiac output cycles. This occurs when the plunger is pulled back. Problem sets were identified between 2006 and 2007.

Manufacturer narrative:
No device returned.